Event description:
According to the reporter, during a laparoscopic cardiatric gastrectomy, in esophagectomy, the device stopped firing halfway. To resolve the issue, a new reload of the same type was used with the same adapter and handle. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia45amt - egia45amt egia 45 artic med thick sulu, lot# p4c0806 sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.